Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device to have depleted prematurely. Visual inspection revealed parylene bubbling on the swollen can and a swollen battery, with no other anomalies observed. Pacing, sensing, shock, and impedance tests were normal. The cause of the premature depletion was found to be due to excess current being drawn from the circuitry. The high current was due to a hybrid anomaly.

Event description:
This report is to advise of an event observed during analysis.